Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer completed the priming process again. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.